Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log confirmed the customer reported issue; last error code 46822 found. Functional testing was not able to duplicate the reported issue. Contamination was found at the lock mechanism and at the downstream occlusion (dso) sensor area, and some fluid contamination was found at the bottom of the main board. The main board, dso sensor and lock were all replaced. After repair all functional test passed.

Event description:
It was reported that the device gave a cassette detection error. It is unknown if there was patient involvement. No patient harm/adverse event was reported.